Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received erroneous results for a total of four patient samples tested for tp2 total protein gen.2 (tp). The samples were aliquoted by the cobas p 612 pre-analytical system (p612). All samples initially resulted as 3 g/dl for tp and these values were reported outside of the laboratory. The doctor did not expect the value of 3 g/dl for these samples. A value of 7 ng/dl was expected for these patients. At least one patient had a new sample tested and this sample resulted with a value of 7 ng/dl. No adverse events were alleged. The tp reagent lot number and expiration date were requested, but not provided. The aliquoter of the p612 was diluting the samples due to a leakage of the fluid system. The field service engineer changed a valve. He checked the hydraulic circuit seal. The issue was solved by the service actions.

Manufacturer narrative:
No system malfunction was detected. The leakage was possible caused during the exchange of the dilutor valve during yearly maintenance performed by the field service engineer. As documented in product labeling, it is also part of daily routine maintenance to check for leakage, absence of drop formation, and correct liquid dispense at the pipetting unit.

Manufacturer narrative:
Manufacturing site was corrected.